Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise and decreased sensing were reported on this lead. Impedance measurements remain stable. Lead remains implanted and will be evaluated further. No adverse patient events were reported. Should additional information become available, this file will be updated.